Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported an error message displayed on start up. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the programmer booted to an error. Hard drive was reconfigured and software reloaded to resolve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.